Event description:
Consumer stated, he was using the heating pad in bed at night and the unit started to smoke and burned through the pad. Consumer received dime-sized burn on his leg. Did not require medical attention.

Manufacturer narrative:
Based on date code, unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in labeling. Product has been redesigned and improvement implemented.